Manufacturer narrative:
In the previous submitted report, section was captured as both- adverse event/product problem, and section h1 type of reportable event was incorrectly captured as malfunction.  Section has been updated to adverse event and section h1 has been corrected to serious injury to reflect the correct information.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging brain damage related to a CPAP device's sound abatement foam. Medical intervention was not specified for the reported event. The dreamstation auto CPAP device was returned to a third-party service center for service. During the evaluation of the device, the third-party service center visually inspected the device and found no evidence of foam particles or degradation. The device was corrected. Section h6 was updated in this report.

Manufacturer narrative:
H3 other text : device not yet returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that a customer alleging brain damage related to CPAP device's sound abatement foam. The medical intervention was not specified for the reported events. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.